Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference # (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+(B)(6)) was explanted from the right eye due to unhappiness with uncorrected intermediate and near vision and a new lal (sn (B)(6), +20.5d) implanted as a replacement.